Manufacturer narrative:
The reported device was disposed by the customer; thus, no product would be available for device evaluation. Once the evaluation is completed, a supplemental report would be made to the FDA. This complaint will be tracked and trended. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported that the electrode cutting loop "disintegrated" during fibroid resection surgery. During the 3rd cuttign attempt of resecting the fibroid, the surgeon saw a red flash when contact with the tissue and the electrode loop disintegrated. The procedure was continued and completed without further issue. There was no abnormality or malfunction with the device prior to treatment. The power was set at 200 watts. It was confirmed there was nothing left inside of the patient. There was no report of injury to the patient.